Event description:
Left lower siderail would not lock up.

Manufacturer narrative:
A hill-rom technician determined there was nothing wrong with the siderail, it was user error. There was a towel between the siderail and frame preventing the siderail to latch. The towel was removed and the siderail works as specified.